Manufacturer narrative:
(B)(4). The device has not been returned for analysis; however, the investigation is in process. Once the investigation has been completed, a follow-up medwatch will be completed.

Event description:
It was reported that following the implantation of an intramedullary nail, a follow-up x-ray revealed that the nail had fractured. The patient has been scheduled for a revision procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The following sections were updated: date of birth - (B)(6). Gender - male. Weight - (B)(6). Patient has now undergone a revision procedure. Patient has been diagnosed with osteogenesis imperfecta. Implant date - (B)(6) 2016. Explant date - (B)(6) 2017.

Event description:
It has now been reported that the patient underwent a revision procedure to correct the fractured nail. The proximal end of the nail was removed and an unknown plating system was implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Photographs of x-rays taken post-fracture were evaluated and the reported event was confirmed. A design history records review was unable to be performed as the item and lot numbers of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Orthopediatrics will continue to monitor for trends.